Manufacturer narrative:
(B)(4).

Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver shut off on its own. No additional event or patient information is available.